Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that it was unable to load software and confirmed to be a faulty dvd drive. Once the dvd drive was replaced, the system then passed the system checkout and was found to be fully functional. The dvd drive was not returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the rep was trying to load software onto a new system. The cd drive icon was not showing in the places tab in the administration software. After tracing the cable from the drive to the computer and re-seating the cables without resolution, it was determined that the disk drive or cable is the malfunctioning part. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the returned dvd drive and cables resulted in no failure being found through functional testing and visual/physical examination. Analysis states that the dvd drive and cables were tested over 50 times and multiple disk loaded/mounted every time. Passed benchmark test and dvd drive performed as expected. If information is provided in the future, a supplemental report will be issued.